Event description:
It was reported that during a da vinci si gastric bypass procedure, the scissor tips of the small clip applier broke while loading the instrument into the patient side manipulator arm. The broken piece was retrieved. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with the reported event. Failure analysis investigations observed that one of the instrument's tip was broken off and was returned with the instrument. The broken part measured roughly about 0.053 x 0.206. Additional observation found was scratches on the surface of the distal pulley. No other damage found. Evidence not conclusive, but the grip damage may be due to likely mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.